Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obstructed catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Light usage residues were observed on the connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, the sample was partially occluded. Unremarkable flow was obtained following clearance of clear occluding material. The material could not be recovered or identified. Following disassembly of the connector, inspection of the catheter and compression sleeve was unremarkable. No damage or potential source of occlusion was observed. Microscopic inspection of the sample did not reveal any potential sources of catheter occlusion. While partially restricted flow was initially observed, the occluding material could not be identified following clearance, nor were any potential sources of the occluding material discovered during evaluation of the sample. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of rebv0521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was successfully placed in (B)(6) 2018. After the extension tube was attached, the system was found obstructed, making blood drawing or transfusion impossible. The catheter was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0521 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was successfully placed in (B)(6) 2018. After the extension tube was attached, the system was found obstructed, making blood drawing or transfusion impossible. The catheter was removed.